Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was saline residue in the suction tube indicating the device had been used. Additionally, the shaft of the device was bent. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incidents related to the complaint condition. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure of the shoulder, it was observed that the vapr tripolar 90 suction elect device became very hot with smoke coming out of the handpiece with a plastic burning smell. According to the reporter, the event occurred right at the beginning of the procedure and 5 seconds after started using. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use to complete the procedure. It was not reported if and how the surgery was completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.